Event description:
Cor-knot mis device kit (ref #030800) handles would not "engage". New supply given to field and it worked. The lot #3608981 is the malfunctioning one. We have about six more with this lot number on our shelves.